Event description:
Implant at tooth site # 13 (universal) was torque tested successfully and it was integrated, however there was a large amount of granulation tissue still present circumferentially around the implant. Implant was removed due to infection. The site was grafted together with original implant placement.

Manufacturer narrative:
(B)(4). Additional 510(k) numbers are k113753 and k112160. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.